Manufacturer narrative:
During inspection and testing, excessive fluid ingress was apparent inside the endoscope connector, which triggered the pink moisture indicator in the plug body. This resulted in the e315 error message to display. In addition, the light guide cover lens was cracked, and the objective lens cover was chipped. The adhesive around the lenses was pitted, and the adhesive at the distal end was lifting. The insertion tube had minor marks. Switch button #1 was worn. The bending angulations did not meet specification, and there was play in the up/down and left/right angle knobs. The electrical safety test did not meet specification. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that there was no image displayed. The issue was identified during maintenance of the device. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed there was no image, and an e315 error message [unsupported scope] was displayed, when the device was connected to a processor. This report is being submitted for the malfunction found by service during the device evaluation [error code e315/unsupported scope].

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined but it is likely that the leakage occurred by user handling the device which water entered and damaged the electrical components which led to the displayed error message. Users may prevent the suggested event by handling the device in accordance with the following the instructions for use: "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.